Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was subsequently capped and replaced.

Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2010; 5554-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increasing impedance value until finally an alert was triggered due to high values. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.